Event description:
It was reported that the user experienced elevated blood glucose while using the ilet after a recent supply change, with values up to 287 mg/dl and a subsequent high of 241 mg/dl; troubleshooting identified a leaking cartridge, and the user had been attaching the connector to the cartridge before inserting it into the pump, after which the agent provided education and guided a full supply change with insulin delivery resumed. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no additional findings; the medical device problem was characterized by insufficient information, and no specific device component issue beyond the reported handling practice was established. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.